Manufacturer narrative:
Continuation of d10: product ID neu_unknown, lot# serial# unknown, product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the issue with the recharger or communicator was a change in therapy. Patient accidentally turned therapy off. The cause of the implant showing full charge within 15-30 seconds was turning off their therapy accidentally. Patient turned therapy on, issue resolved.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they typically change their settings every morning and evening and charge the ins at those times. They noted that they usually begin charging at 70¿90%, but over the past three days the ins has shown a full charge within 15¿30 seconds. Patient stated their routine has not changed and suspected an issue with either the communicator or the wireless recharger, though they were unsure which. Agent had difficulty identifying the issue as the patient's explanation was vague. Agent had pt reset the wireless recharger and handset; pt was able to immediately connect to their recharger app after reset and they confirmed that the ins was charging 100% with excellent connection, therapy was off. Agent asked, pt stated they didn't know how the therapy turned off. Agent walked pt on how to turn the therapy back on through the app; pt successfully reactivated the therapy. Agent reviewed information under which therapy would turn off. Agent instructed pt to monitor the issue and call back if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.